Event description:
Reporting status: malfunction. Reporting rationale: an expired stent has the potential to cause or contribute to patient injury. Device issue: expired stent. It was reported that the 3.5 x 12 mm xience stent was implanted in the mid rca on (B)(6) 2010. Reportedly this was used after expiration, as the expiration date was (B)(6) 2010. There were no reported patient effects or adverse events. The patient was discharged on (B)(6) 2010. There was no additional event information reported.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information. The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labeles attached to the lot history record for this lot was conducted and all labeles indicated an expiration date of 1/25/2010, 365 days from the date of manufacture, as specified in the product specification, and are consistent with the reported expiration date of the product. This confirms that the product was labeled correctly and based on the reported information; the product was used 2 days past the labeled expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v instructions for use states: do not use after the "use by" date. Although the specific unit involved in this case was expired at the time of use (labeled with a 1 year shelf-life); the commercially available product manufactured today currently has an approved shelf life of 2 years. A portion of this lot was relabeled with the approved 2 year shelf life, resulting in an expiration date of 1/25/2011. The lot history record (lhr) was reviewed and there were no non-conforming material records issued for the lot that could have contributed to the incident.